Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
A good faith effort sent confirmed the (453564490411 tele-t speaker-13mm-dia-8-ohm w/32mm lg) is the defective speaker and the (453665031201 tele-t speaker-15mm-8-ohm w/ slot) is the replacement used to solve the issue. The probable cause of no sound is due to the speaker being defective/intermittent. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.